Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and noticed that qc was running high 3sd on level I. No information as to qc history prior to the event in early (B)(6). The fse cleaned the cup and face of electrode, and ran sensor/lamp calibration. The fse discussed with customer to clean the cup more frequently since the lab is running more samples by running each sample in duplicate. Although fse cleaned parts, root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc., (bci) regarding glucose (glucm) results not matching when tested in duplicate mode on unicel dxc 800 pro synchron clinical systems for two patients. One patient's result was erroneously high and the other one's was erroneously low. The erroneous results were not reported out of the lab. Patient treatment was not affected.